Event description:
A tandem mobi cartridge alarm was reported by the caller, which occurred during the load process. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer had previously experienced similar cartridge alarms with this pump and received instructions from technical support, resulting in a decision to replace the pump with one that includes updated software. The caller was advised to use multiple daily injections (mdi) as a backup therapy and provided additional instructions for handling the replacement pump and sending back the problematic one.